Event description:
The physician chose to reposition this lead due to elevated thresholds while replacing the rv lead. This lead remains actively implanted. Should additional information become available, this file will be updated.